Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to advance the commander delivery system with valve through the esheath+ that resulted in a vascular dissection that required the artery to be surgically repaired was unable to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and four were identified as applicable to this event. The first root cause is a tortuous patient anatomy which can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The second root cause is calcification which can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The third root cause is undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) which can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The fourth root case is a steep insertion angle which can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. In this case, it is possible that one or more of the patient/procedural factors listed above (access vessel calcification, tortuosity, undersized vessel diameters, and steep angle of insertion) may have been present during the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transaxillary transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, upon insertion of the safari (non-edwards) wire into the left ventricle (lv), the patient's blood pressure slightly decreased. As a result, a decision was made to not perform a balloon aortic valvuloplasty (bav). Strong force was applied during advancement of the 20 mm commander delivery system with valve, but the delivery system with valve became stuck. The patient's blood pressure further decreased and all devices were withdrawn. The patient's blood pressure then became stable, but an angiography performed revealed a subclavian artery dissection. A new system was prepared and the 14fr esheath+ was replaced with a 16fr esheath+. There were no issues during the second implant attempt as the valve was deployed successfully. Another angiography was performed and the dissection was still present. The axillary artery was then surgically repaired.